Event description:
On (B)(6) 2015, the patient underwent re-intervention for treatment of a proximal type I endoleak and of aptus crews were placed at the proximal end of the device in addition to placement of a gore xcluder ortic extender component to extend proximal coverage of the trunk ipsilateral leg component. Pre-treatment computed tomography angiography (cta) determined the aneurysm diameter measured 6.3cm. The patient's aortic neck measurements at the proximal landing zone at the time of re-intervention ranged 22mm-20mm in diameter.

Event description:
On (B)(6) 2012, this patient underwent endovascular treatment for an abdominal aortic aneurysm measuring 5.5cm in diameter and was implanted with gore® excluder® aaa endoprosthesis featuring c3® delivery system. The patient tolerated the procedure without any evidence of endoleak. On (B)(6) 2015, the patient¿s aneurysm was reported to measure 6.5cm in diameter. On (B)(6) 2015, the patient underwent re-intervention for treatment of a proximal type I endoleak and a gore® excluder® aortic extender component was placed proximally to extend the trunk ipsilateral leg component. The patient tolerated the procedure and the endoleak was resolved.

Manufacturer narrative:
Concomitant: patient medications include: clopidogrel, amlodipine,doxazosin, lisinopril, loeartan, metoprolol, rosuvastatin, asprin, percocet, hydrochlorothiazide.the gore® excluder® endoprosthesis instructions for use (IFU) states, potential adverse events that may occur and/or require intervention include, but are not limited to: endoleak.